Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed troubleshooting which included cleaning and lubricating of the process path, cleaning wash zones 1 and 2 and replacement of trigger and pre trigger valves. Return testing was not completed as returns were not available. A review of the (B)(6) service history was performed and found no contributing factors to the current complaint. There have been no further occurrences of discrepant cmv igm results generated using ai01505 after the current complaint was received. A review of tracking and trending for the alinity I did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: (B)(6). No further patient information was provided by the customer.

Event description:
The customer observed false reactive alinity I cmv igm results for a (B)(6) old male patient. The following data was provided: on (B)(6) 2020, sid: (B)(6) initial result = 2.54 s/co (reactive), repeats on two different instruments = 0.63 s/co and 0.55 s/co (nonreactive), elfa method = 0.27 (negative) no impact to patient management was reported.